Manufacturer narrative:
Date of event: estimated as 45-days post implant.

Event description:
It was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx laa closure device was implanted. At the 45-day follow-up transesophageal echo (tee), a leak was noted on limbus side of the device. The patient will remain on eliquis and a follow-up tee will be scheduled in six months.